Event description:
It was reported that the patient presented remotely. Upon review, the left ventricular (lv) lead exhibited high pacing impedance. No intervention was made. No patient symptoms were reported.

Manufacturer narrative:
Further information requested but was not received.